Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a patient¿s activated clotting time (act) dropped even though the heparin infusion was increased from 20 units/kg/h to 50 units/kg/h. When the clinician was changing the 24 hour 20 ml heparin syringe it was noted that the tubing had cracked and the heparin had leaked on the floor. A clot in the patient¿s mediastinal chest tube was noted and antithrombin iii medication was given. The tubing was replaced and the act returned to baseline.

Manufacturer narrative:
The customer¿s report that the extension set leaked was confirmed. Visual inspection showed that one of the two female luers had a vertical hair line crack measuring 0.451 inches long. The luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The root cause of this failure was not definitively identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "patient was noted to have a significant drop in activated clotting time which was unchanged with increasing heparin from 20 units/kg/hr to 50 units/kg/hr. Additionally a clot in the mediastinal chest tube formed. Antithrombin iii given as an additional treatment for decreased activated clotting time. The heparin syringe needed to be changed for the 24 hour change. At this time it was noted that the syringe pump tubing had cracked and the heparin was leaking into the floor, not being infused into the patient. New tubing was placed and activated clotting time returned to baseline."